Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, there have been no other complaints reported for this failure mode within this lot. Visual and microscopic inspections and functional tests were performed on the returned device. During the visual and microscopic inspections, it was observed that the wire was kinked at multiple locations. The flow sensor was intact; however, the pressure sensor was broken and missing the distal part. The distal tip appeared to be shaped. The torque device was not returned. An electrical resistance test was performed to find any open and/or shorts in the electrical circuit of the device and the test revealed that all three conductive bands were broken. When functionality tested, an "attach wire to connector" message was displayed. The wire was not recognize and failed to produce a pressure signal. The reported failure of "error 107-pressure wire has a short condition" was not duplicated however, a signal failure did not occur and the complaint was confirmed. The likely cause of the signal failure is the sensor damage observed on the returned device. It is possible to cause damage to the sensor and the resulting signal malfunction if the device is impacted, extensively flexed or otherwise manipulated or if excessive force is applied. A clinical assessment was conducted by the volcano corporation scientific affairs department. The results of the assessment are summarized below: there was no reported pt injury and no intervention was required to mitigate pt harm in this case. See scanned page. We have been unable to conclusively determine when the sensor damage occurred, or the root cause of the damage. This report is being filed as a precautionary measure, and any add'l info will be provided should it become available. We will continue to monitor complaints for this failure via our standard complaint review process and data trending activities. No further action is required or anticipated at this time.

Event description:
It was reported that when the wire was connected to the pimmette, the wire was not recognized by the system. An error message 107- "pressure wire has a short condition" message appeared. The wire was disconnected and reconnected to the pimmette but the same message was received. Also, the pimmette was disconnected and reconnected to the system but the same problem remained. A similar volcano product was used and the procedure was successfully completed. The pressure guidewire was received by the MFR and during eval, it was observed that the pressure sensor was missing/broken.